Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom "door not fully latched" alarms, determined to be caused by a loose link screw (upper). Additionally, it was found that the loose screw was allowing the link to damage the upper link switch. The upper auxiliary assembly, which contains the damaged upper link switch, and the link screws were replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed "door not fully latched." There was no pt involvement.